Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the customer was outside in the hot temperature. Customer's blood glucose level was 268 mg/dl. The customer resumed insulin delivery about 5-10 minutes after being in an air conditioned room.